Event description:
It was reported that on (B)(6), a novasure procedure was performed and the device was deployed in the patient to 3.0cm, the array position error stayed on. Therefore the doctor used a second device, but the surgeon perforated the patient and the procedure was aborted. Perforation was visualized with scope. No additional information available.

Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Di: (B)(4).